Event description:
It was reported that this right ventricular (rv) defibrillator lead exhibited high out-of-range shock impedance measurements. No adverse patient effects were reported. The lead remains in service.